Event description:
Allegedly, patient was revised due to the patient dislocating. All components removed, replaced with different manufacturers system, apart from the 36mm mpo femoral head, which was removed and replaced with a 28mm mpo femoral head. (B)(6).